Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to have been erroneously high. Customer further reported that on (B)(6) 2018 he received a reading of 9.9 mmol/l (178 mg/dl) from his sensor, believed he ¿was ok¿, but then subsequently experienced both a loss of consciousness and a seizure. Customer noted he awoke in the ambulance on the way to the hospital after a paramedic administered a "sugar solution¿. Customer was diagnosed with hypoglycemia, but no additional treatment was reported. Customer noted he was hospitalized for three days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. (Sensor serial number) has been updated based on the returned product.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to have been erroneously high. Customer further reported that on (B)(6) 2018 he received a reading of 9.9 mmol/l (178 mg/dl) from his sensor, believed he ¿was ok¿, but then subsequently experienced both a loss of consciousness and a seizure. Customer noted he awoke in the ambulance on the way to the hospital after a paramedic administered a "sugar solution¿. Customer was diagnosed with hypoglycemia, but no additional treatment was reported. Customer noted he was hospitalized for three days. There was no report of death or permanent injury associated with this event.